Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving a cadd pump was reported that the device has air in line issue which will potential cause an air embolism. There was no patient involvement and no harm/adverse event reported.